Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer dropped the pump. Subsequently, the pump shut off and became unresponsive. The customer's blood glucose level was reported to be in the 500's range (mg/dl). It was indicated that the customer would use a different pump for alternate insulin therapy and also had manual injections available.